Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, nonunion, one broken screw and one screw that backed out of the plate were discovered via radiographic imaging during a post-surgery follow-up to investigate the patient's report of pain. Additional information indicates the patient is a healthy female, non-smoker and used bone stim for four months. The patient reported significant improvement in pain and very minimal tenderness when palpating at the surgical site. The patient walks 20,000 steps per day and wears athletic shoes. A revision surgery has not been planned or scheduled at this time. The devices were not returned to the manufacturer for evaluation as they currently remain implanted in the patient. The device history record was reviewed and no non-conformances or issues during the manufacture or release of the product were identified that could have contributed to the issue reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the broken screw was likely subjected to excessive bending stresses which resulted in its breakage and contributed to the nonunion. It is also possible the screw that backed out was not completely locked into the plate during initial placement and/or post-operative activity of the patient led to loosening of the hardware. The instructions for use and surgical technique include statements regarding post-operative care and the proper method for inserting screws into a plate. Although there has been no impact or injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, nonunion, one broken screw and one screw that backed out of the plate were discovered via radiographic imaging during a post-surgery follow-up to investigate the patient's report of pain. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.